Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, MFR report # 1627487-2018-02281. It was reported that patient was experiencing ineffective stimulation. As a result, patient underwent a surgery on (B)(6) 2018 and entire scs system were explanted.